Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock due to t-wave oversensing after the patient had a ventricular tachycardia (vt) episode that slowed down beneath the programmed settings. Technical services (ts) was consulted and discussed what had occurred based on what was reported by the physician as no specific data for the reported episode was available. Ts discussed device programmed settings and available programming options. This device remains in service. No additional adverse patient effects were reported.